Event description:
A dialysis facility technician reported that a patient experienced cramping during treatment on an arena hemodialysis machine. The ultrafiltration (uf) rate was reduced to the minimum, the patient was administered oxygen and the cramping subsided. Later in the treatment, the patient starting cramping again. The ultrafiltration rate was reduced to the minimum and the patient was administered 200ml of normal saline. The uf goal was intended to be 4.3kg, however during the course of the treatment it was reduced to 4kg. It was reported that the uf rate never exceeded 1.4kg/hour and there were no alarms or any problems with the machine. Additionally, there was no patient injury associated with this incident.